Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in. Pact av access was used to treat the right arm cephalic arch. Approximately 14 months post procedure patient suffered vessel restenosis in access circuit of arteriovenous fistula. Relatively slow flow noted through the fistula. Severe focal narrowing demonstrated in the outflow vein. A 7mm mustang balloon was treated to outflow vein stenosis. A 7mm x 6cm lutonix drug-coated balloon was placed across outflow vein stenosis. Post-treatment demonstrated rapid flow. Retrograde arteriogram performed, demonstrating severe narrow of juxta-anastomotic segment, identified as the swing point. A 3mm balloon was used to treat swing point. Post-treatment fistulagram demonstrated persistent long-segment moderate narrowing, but given rapid flow, decision was made to not treat lesion with larger balloon. Post-treatment angiogram demonstrated rapid flow through fistula. Patient recovered.